Manufacturer narrative:
Device is combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
(B)(6) clinical trial. It was reported that post a stenting treatment procedure, revascularization was required. The target lesion was located in the mid left anterior descending artery and was treated with implantation of a 20 x 2.25mm taxus liberte atom stent. (B)(6) 2012 - repeat revascularization was performed.